Manufacturer narrative:
Additional information sections: d.6.b, h.6. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made which reportedly resolved the lock issue. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection above the implant site in (B)(6) 2025. The recipient presented with intermittent device connection. The infection site was reportedly treated with a flush out procedure as well as being prescribed antibiotics and pill (type unknown). The infection has resolved; however, the recipient is now presenting with lock issues.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.